Manufacturer narrative:
Per the t:slim user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 516 mg/dl. Infusion set was changed and insulin injections were administered to address bg. Customer went to the emergency room (ER) and intravenous fluids/insulin were administered. After 4-5 hours, customer was in stable condition. Bg was 190 mg/dl. Contact did not know cause of event. Reportedly, customer changed out the cartridge every 3 days and used cold insulin to fill the cartridge. Tandem technical support informed the contact that humalog insulin was labeled for 48 hour use with the pump and room temperature insulin was to be used to fill the cartridge.